Manufacturer narrative:
A philips field service engineer (fse) tested the device functionality and found the spo2 sensor to be inoperable. A new spo2 sensor is needed; therefore, the fse provided the department with the information to order a new spo2 sensor. Based on the information available and the testing conducted, the cause of the reported problem was a faulty spo2 sensor. The reported problem was confirmed. The customer was provided information on ordering a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a reusable clip adult spo2 sensor indicating the sensor is not working correctly; it is giving an inaccurate reading. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.